Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels of 26mg/dl and 37mg/dl, disorientation, and a loss of consciousness; cause was unknown. Customer required assistance from partner to treat bg level via glucagon and consumption of glucose tablets. The customer was instructed to consult with healthcare provider regarding bg level.